Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. No damages were observed to the device that would prevent the cannula's proper insertion. The cause of this event cannot be determined. No bends nor kinks were observed to the soft cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's glucose exceeded 300 mg/dl, while wearing the pod between 4 and 24 hours on the arm. The patient was unsure if the cannula was properly inserted into the skin and found it bent after removal. A new pod was applied to treat the hyperglycemia.